Manufacturer narrative:
Main investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists cardiac arrhythmia and right heart failure as adverse events that may be associated with the use of heartmate 3 lvas. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, ¿introduction,¿ lists cardiac arrhythmia and right heart failure as adverse events that may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management,¿ also lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had ventricular tachycardia (vt) and supraventricular tachycardia (svt) with 6 ICD shocks. ICD settings were changed for more anti-tachycardia pacing (atp). The patient had an elevated liver function test (lft) as an outpatient and there were concerns for right heart failure (rhf). Right-heart catheterization (rhc) was performed during this admission. Pump speed was increased during rhc. The patient's cavedilol was increased and was started on amiodarone. Amiodarone was increased to twice daily for weeks per the electrophysiology (ep) study. Sleep apnea evaluation was moved up. Ventricular assist device (vad) speed was at 6100 revolutions per minute (rpm) at discharge.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient was admitted for implantable cardioverter defibrillator (ICD) shocks. A review of the logfile found a few low power advisories due to normal battery depletion